Event description:
Complainant alleged that while attempting to defibrillate a pt, the device displayed a "poor pad contact" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. Testing of the device was not able to duplicate the problem condition. A flex cable was replaced as a precaution and the device was recertified and returned to the customer. No trend is associated with reports of this type.